Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 28 x 3.00 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-feb-2021. It was reported that advancing difficulties were encountered. The chronically occluded target lesion was located in the right coronary artery. After the lesion were crossed with a guidewire, guide catheter and pre-dilated with a 2.0x2.5 balloon catheter, a 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not reach the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a stent damage.